Manufacturer narrative:
The device is not returning, the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a moderate to severely calcified anterior tibial artery. The 2.5x120mm armada 14 balloon dilatation catheter was advanced with light resistance due to the anatomy and during the first inflation the balloon ruptured at 4 or 6 atmospheres. An unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a moderate to severely calcified anterior tibial artery. The 2.5x120mm armada 14 balloon dilatation catheter was advanced with light resistance due to the anatomy and during the first inflation the balloon ruptured at 4 or 6 atmospheres. An unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
If follow-up what type correction: device code 2524 removed and replaced with 2920. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the resistance and balloon rupture were due to interaction with lesion site which was described as severely calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded.